Event description:
During the evaluation of a returned transfer set, a broken spike was discovered. No pt injury or medical intervention was associated with this incident.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event. There has been corrective and preventive action taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.